Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that the cause is unknown without device disk data and recommended device replacement if the patient is at risk of harm from safety core operation. This pacemaker was subsequently explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.